Manufacturer narrative:
The information for the 510k is as follows: g4. PMA/510(k)#: eua: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) negative flu a patient result was obtained from a veritor analyzer. However, the user visually observed a light line at the flu a mark, and after letting the used cartridge sit for an additional 20 minutes interpreted the flu a result as positive. The user questioned the veritor analyzer flu a negative result and recollected a sample from the patient; however, a flu a negative result was still obtained from a veritor analyzer. The user stated that no lines were visually observed on the recollected test cartridge. It should be noted the actions of visual interpretation and leaving a test cartridge to exceed incubation time are considered off-label use of the product. The user stated that no confirmatory testing was performed. There were no health impact or consequences reported. Eua: (B)(4).